Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
It was reported that a patient underwent a revision surgery at 7.5 years post-operative due to glenoid erosion. Conversion to rsa.